Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available. Additional information: device available for eval?, returned to manufacturer on, device return to manuf .?, device eval by manufacturer?, if other specify, imdrf annex a, g, b, c, d codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported during transport of an intubated patient, pcu stopped working and read error message. At the time, of the incident propofol was running on channel a, levophed was infusing on channel b, a normal saline drive on channel c and epinephrine infusing on channel d. Infusions were immediately transferred over to another pump. No harm was caused to the patient. Event occurred on march 6, 2023 during "patient transport" and devices were not received by customer's biomedical engineering until may 25, 2023. As a result, event logs were lost, however error logs reviewed by customer and showed 800.8000.0 error.

Event description:
It was reported during transport of an intubated patient, pcu stopped working and read error message. At the time, of the incident propofol was running on channel a, levophed was infusing on channel b, a normal saline drive on channel c and epinephrine infusing on channel d. Infusions were immediately transferred over to another pump. No harm was caused to the patient. Event occurred on (B)(6) 2023 during "patient transport" and devices were not received by customer's biomedical engineering until (B)(6) 2023. As a result, event logs were lost, however error logs reviewed by customer and showed 800.8000.0 error.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3: no devices received, log review only.